Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the catheter tubing approximately 49.5cm from the iab tip. The optical fiber was found to be broken within the kink. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and initiating therapy, it was discovered that the fiber optic sensor was defective. The arterial pressure waveform was also not displayed. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.